Event description:
It was reported that, 5.5mm peek zip anchor failed. After initially attempting to insert anchor with out awl. Allegedly, the surgeon used awl to create pilot hole. Upon insertion, anchor broke with approximately 70% inserted.

Manufacturer narrative:
Additional info will be provided once investigation is completed.